Manufacturer narrative:
The customer contact indicated that the device was discarded. A representative device will be evaluated. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage. On an unspecified date, it was reported that the clave secondary port on the cassette of the tubing set broke off. No specific details were provided. No information was provided if the clave secondary port breakage occurred before or after pt use. Though requested, no additional information was provided.